Manufacturer narrative:
Plus orthopaedics USA has rec'd a request for a custom device from the surgeon for the pt indicated as having a post-surgery status of "excessive valgus" of the left leg. Based on these indications, the custom device has been requested to correct the condition. Once the custom device becomes available, a revision surgery is expected.